Manufacturer narrative:
The unit passed all of the functional testings including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The unit did not have a button error alarm during testing. However, the unit had an intermittent button response due to corroded keypad traces. The unit had a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called in to report a button error alarm and that the device was not delivering insulin. The customer's blood glucose level was 303 mg/dl. The customer treated with a manual injection. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.